Event description:
On (B)(6) 2003, the patient was treated for an abdominal aortic aneurysm with two gore excluder® bifurcated endoprostheses. On (B)(6) 2008, follow-up imaging showed an unknown amount of aneurysm enlargement with no evidence of endoleak. It was reported the aneurysm enlargement was being caused by endotension. An additional procedure was performed whereby four gore® excluder® aaa endoprostheses were implanted to reline the previous devices. On (B)(6) 2015, follow-up imaging identified a distal type I endoleak associated with contralateral leg component and no evidence of aneurysm enlargement. It was reported there was continued disease progression distal to the contralateral leg component, which reportedly caused the distal type I endoleak. A contralateral leg component was implanted to extend distally from the device. Final imaging showed the aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The patient¿s medications include: avodart, baclofen, doxycycline, vitamin d, hydrocodone, aspirin, and colace. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.